Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The dealer advised him the left side frame broke just below the curve in.